Event description:
It was reported that the high glucose level indicates the insulin was not delivered, and the pump has detected an alarm. The customer had a back up plan. In addition, it was stated that the customer went to bed and everything seemed fine, but the customer's spouse notice customer was shaking; and called the ambulance. The customer was hospitalized for low bgs and customer is not sure why bgs are low. Troubleshooting was performed. The bolus history and programming were accurate. Advised the customer that the device is operating as designed.